Manufacturer narrative:
On (B)(6) 2010 - this event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker involved in this MDR report was explanted and returned for analysis because of premature end of life after 3 yrs of implantation. Another device was implanted.